Event description:
Customer alleged plug came out of the bottom of the rail. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model ihrailae-dlx-qs, serial number/date code and age of product are unknown at this time. The owner's manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers preexisting medical condition states she has lymphedema. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that the patient was being transferred from a chair to the bed. The ihrailae-dlx-qs assist rail was in the up (assist) position when the patient allegedly grazed the rail cutting her leg. The patient sustained a cut down the side of her leg and received medical attention in the emergency room. Twenty-six stitches were required. The patient is doing better now. The instruction sheet provided with the assist rails states on page 2 that the back (transfer) position should be used when attending to the patient. When the patient is unattended the rail should be in either the down (guard) or up (assist) position. The maintenance department at the facility allegedly inspected the assist rail and placed a plastic plug on the rail to prevent future incidents. A replacement assist rail has been sent to the facility. An RMA has been issued for the return of the assist rail for an inspection and evaluation, but the facility stated that the rail is not being returned.

Manufacturer narrative:
(B)(4). The device, assist bed rails, model ihrailae-dlx-qs, was returned to invacare continuing care in canada for an inspection. Returned product was built to manufacturing specifications. The tube end on the returned product shows signs of damage, which indicates the plug / tube end had come into contact with something to dislodge the plug. The visual inspection showed signs of rust and paint removal to support this and would indicate the rail plug has been missing for some time. A new plug was tried in the returned product and it could not be assembled without the proper impact, which indicates the original tube and plug had a proper fit. (B)(4) has been initiated for this issue. Model ihrailae-dlx-qs, serial number/date code and age of product are unknown at this time. The owner's manual part number(B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers preexisting medical condition states she has lymphedema. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that the patient was being transferred from a chair to the bed. The ihrailae-dlx-qs assist rail was in the up (assist) position when the patient allegedly grazed the rail cutting her leg. The patient sustained a cut down the side of her leg and received medical attention in the emergency room. 26 stitches were required. The patient is doing better now. The instruction sheet provided with the assist rails states on page 2 that the back (transfer) position should be used when attending to the patient. When the patient is unattended the rail should be in either the down (guard) or up (assist) position. The maintenance department at the facility allegedly inspected the assist rail and placed a plastic plug on the rail to prevent future incidents. A replacement assist rail has been sent to the facility. An RMA has been issued for the return of the assist rail for an inspection and evaluation, but the facility stated that the rail is not being returned.

Event description:
Customer alleged plug came out of the bottom of the rail. Minor injury alleged.